Manufacturer narrative:
Device not accessible for testing: additional information is being requested with regard to the repair and status of the iabp. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the sleeve lead port of the cardiosave intra-aortic balloon pump (iabp) was not working. It is unknown the circumstances under which the event occurred. However, there was no patient involvement, and no adverse event reported.